Event description:
During an evacuation of subdural hematoma the drill bit broke off. 2.3 mm tapered router for the craniotome broke while turning the craniotomy flap; retained in the left cerebral hemisphere.